Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic heart valve, the patient exhibited asymptomatic sinus bradycardia. There was no treatment or intervention reported, and the patient status was reported as recovered three days later. Additional information was received that 13 months following implant, the patient was evaluated by a cardiologist for syncope, near-syncope. A 4-second pause was indicated by an event monitor. Subsequently a permanent pacemaker was implanted, resolving the issue. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.